Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: why does the surgeon believe this is an allergy to mesh, since the mesh is still implanted? The surgeon consider it maybe relate to mesh.

Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Why does the surgeon believe this is an allergy to mesh, since the mesh is still implanted?

Event description:
It was reported that the patient underwent a right inguinal hernia on (B)(6) 2017 and the mesh was implanted. On (B)(6) 2017 , the wound occurred red and swollen. The patient was treated with anti-inflammatory and unknown treatment. The symptoms improved significantly and had no effect on the patient. Additional information has been requested.